Event description:
A dreamstation auto CPAP w/humid/ht, dom was sent to a third-party service center due to a voluntary field safety notice and recall related to sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no reports of serious patient harm or injury, and no medical interventions were required. During the evaluation, the service center visually inspected the device and found error code e-20, which is related to the motor connection, blower box, and pca. Foam particles were also discovered inside the device, and it was ultimately scrapped. Further investigation is not necessary at this time. If new information becomes available, a follow-up report will be submitted.